Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filled: date: (B)(6) 2011, inratio: >7.5, lab: 2.8, mean: 5.15. Date: (B)(6) 2011, >7.5, 5.x, >5.0. Per complaint, customer produced greater than 7.5 inr. Reported inratio results exceeded measurable range of the meter. Unable to determine confidence limits. User reported add'l results from alternate dates of testing. A maximum of three (3) hours is determined reasonable for comparison of prothrombin time/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these add'l results is appropriate. Further testing is required. No product associated with the complaint is expected for return. In-house retained strip testing has been performed on 02-may-2011 on reported lot #241836. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected; no further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Test technique was not reviewed. Root cause could not be determined with the info customer provided. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold (B)(4) has reached. Since strip lot released, seven (7) in-house therapeutic sample tests have been performed for retained and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Venous sample collected in a blue top tube within about fifteen minutes. Same lot of strips. Nurse did not have the exact lab result. Sample collected in the same manner. Nurse stated that she gives all medications and there has not been any change except on (B)(6) 2011 when the coumadin was reduced for one dose from the lab result.